Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Baxter received one unit for evaluation. The reported condition of a leak was not confirmed. Visual examination of the unit showed no evidence of physical abnormality. A leak test was performed with no evidence of a leak anywhere on the unit. Condensation was found on the unit but not a leak. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. The incorrect lot number was reported in the initial medwatch.

Event description:
Baxter (B)(4) received a report that an intermate leaked after filling. The device was filled with a solution of pamidronate. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.